Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding the delivery of unknown morphine and bupivacaine in a pain pump. The concentrations and doses were not known. The event had occurred over a year ago. The patient was previously getting refilled by a home infusion company prior to relocating to (B)(6). Once relocated, the patient experienced difficulty in obtaining a managing physician. The patient found a clinic where she was told would refill her pump. The reporter waited for the patient during the procedure. The procedure reportedly took longer than it did for the home infusion company. It was at this time the reporter became concerned. The patient was brought out and told the medication was injected outside of the pump (into the pump pocket). The physician did not tell the reported how or why the issue occurred. The reporter was not aware of any issues with previous pump refills and suspected negligence. The patient immediately had a hard time standing, walking, and felt odd. The physician tried to remove as much medication from the pump pocket as possible, but was unsuccessful. The reporter was told to take the patient to the emergency room (ER). The patient presented to the ER with a blood pressure of 40/19. Narcan was administered and the patient was admitted to the intensive care unit (ICU) for 3 days. Physicians were worried about the patient's heart, so the patient was moved to a cardiac unit for an additional 5 days. At some point during the hospital stay, the attending physician ordered the pump to be "turned off." The patient then experienced pain. The patient was then discharged and went to a rehabilitation facility for 3 weeks. The patient had since been managed with oral medications and the pump remained implanted. The patient did not sustain any permanent injuries as a result of the event.

Event description:
It was reported that during a refill the physician missed the pump and injected the medication right into the patient¿s body. The patient almost died and was in the intensive care unit (ICU) for a very long time. It was later reported the managing physician did not have any further information as the patient was discharged from their practice in 2014 when they moved to (B)(6). They no longer cared for the patient. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding any actions/interventions taken, diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: 8578, lot# n143152, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).